Event description:
The customer reported that the cine playback image quality was unusable. Not pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard disk drive and cine bridge pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.